Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) private limited but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the device was defective. There was no report of patient injury associated with the event. An olympus field service engineer inspected the video system center and the device and found that the camera cable was twisted and dented. In addition, the endoscopic image was not displayed on the monitor screen.